Event description:
It was reported that the patient presented to the emergency room due to weakness, and a fall. It was found that the patient's right ventricular (rv) lead had a lead warning trigger for high impedance. It was also noted that there was some intermittent oversensing and high threshold. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the lead was replaced.